Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 at 11:30 pm with blood glucose of 406 mg/dl. Customer visited to emergency room. Customer was treated with intravenous fluid. Customer had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. Customer was unable to complete carelink upload. Customer was already replacing the insulin pump for the serial number worn off. Troubleshooting was performed for high blood glucose. Customer was not using auto mode. The insulin pump will not be returned for analysis.